Event description:
Anesthesiologist attempted to remove epidural catheter from pt post delivery and catheter snapped after partial removal. The pt will be taken to the operating room today or tomorrow for retrieval of the remaining device.